Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been receiving multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 600 mg/dl and the ketone level was small. Correction boluses via the pump were delivered to address the bg level. The customer reverted to using insulin injections to manage diabetes. Reportedly, the customer had been using apidra in the cartridge. Tandem technical support informed the customer that apidra was not labeled for use with pump. The customer acknowledged the information and was to discuss changing the type of insulin used with a healthcare provider.